Manufacturer narrative:
The patient contacted abbott medical optics and stated that his symptoms are progressively getting worse. Further, the patient reported experiencing symptoms of cloudy vision, dry, itchy eyes, and headaches. The patient has been prescribed eye drops and new reading glasses. The patient's visual acuity is 20/20. The patient indicated he was not severely debilitated by the symptoms; however, the symptoms were noticable and worsening. Patient had a follow up visit to his physician. The physician reported to abbott medical optics ((B)(6) 2013) that the patient had an uncorrected vision of 20/25; (over-refraction) plano -0.75 x 155 corrects to 20/20. Patient has a larger pupil in the right optic. The patient was taken off pilocarpine and was put on alphagan. The lens was centered perfectly and the exam was uneventful. The physician does not think the patient's symptoms are associated with the (lens) product. (B)(4). Physician: dr. (B)(6). Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
A patient reported that following right eye cataract surgery, (B)(6) 2013, that he was having problems. Patient has seen different doctors, who reportedly could not find anything wrong. Patient reported "it feels like a smudge on my lens, like a contact in place which needs to be taken out and cleaned". When looking at a light or sunlight, he sees glare around the light source. At night it is worse, sees halos around headlights, medal markers. Symptoms are debilitating and affecting his daily activities. Patient noticed a smoky film glass appearance accompanied by twelve florescent bulbs while looking at an ultraviolet light source. Symptoms experienced immediately following implant of the intraocular lens, (B)(6) 2013. The doctor plans on prescribing glasses. Doctor reported that the patient's symptoms are not product (lens) related.